Event description:
It was reported that during initial implant, the right ventricular (rv) lead dislodged several times just after extending the helixor after measuring the r waves. When r waves were measured, they were low. In the last attempt, the helix extension was difficult,and it was decided to explant the lead and use a different rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was visually noted that the lead was damaged at implant. (B)(4).